Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1600 mg/dl and high ketones that were identified as dangerous by a health care provider, resulting in admission to the intensive care unit (ICU); customer was "in coma". Cause of high bg was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Treatment to address bg and discharge date was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.